Event description:
Related manufacturer reference number: 1627487-2024-00826 it was reported that during a lead revision procedure on (B)(6) 2024 [related manufacturer reference number:1627487-2023-05752 and 1627487-2023-05753], patient had a csf leak. As a result, a blood patch was performed to address the issue, patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.